Manufacturer narrative:
The date of event was sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found to be completely separated from the cap. This was noted before use. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. The sponge was found completely separated from the cap during the visual inspection. The reported condition was verified. The cause was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.